Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump "suffered display damage ". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was report of patient involvement, but no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged display was confirmed by baxter personnel during product evaluation. The root cause was assigned to damaged display. The display was replaced to correct this condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.07.00. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions during manufacturing found.